Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. Visual examination revealed that the balloon was identified to have a hole from fatigue between the balloon and adaptor junction. Leakage test revealed a leak due to a tear from fatigue between the balloon and adaptor junction. The balloon was unable to be functionally tested due to a leak from fatigue that was identified. Based on the information available and analysis results, the reason for mechanical issue was most likely determined to be the balloon had a hole that caused a fluid leak from fatigue between the balloon and adaptor junction; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified failure of the device. The balloon was removed and replaced. No patient complications were reported.